Event description:
It was reported that this right ventricular (rv) lead was partially capped and surgically abandoned, with only the shock function still being utilized. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was partially capped and surgically abandoned, due to it presenting high pacing threshold measurements and a gradual decrease in impedance, with the issues traced to the lead after psa testing. Only the shock function of the lead was left in use. A new device was implanted. No additional patient effects were reported.